Event description:
On (B)(6) 2025 the user reported libre 3+ sensor error and bg of 510 mg/dl by finger stick, which was manually entered into the ilet. Despite sensor replacement, bg remained >600 mg/dl on (B)(6) 2025. After infusion set and cartridge change, bg trended down. No hospitalization occurred and no long-term effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.